Event description:
An alarm indicating a malfunction was reported by the customer, specifically alarm 2 followed by alarm 26, causing the occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the technical support representative instructed the caller to perform various actions to alleviate the issue, including disconnecting and tightening specific components and delivering a bolus of insulin, while noting that the amount of insulin on board would be affected. Despite these efforts, the occlusion alarm recurred. Customer will continue to use current pump for insulin delivery.